Manufacturer narrative:
The getinge field service technician will investigate the device. The investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in kenya during treatment. It was reported that the hl20 pump had a failure where the arterial line pressure increased followed by failure of the arterial pump to generate adequate flow which affected the pressures. The patient was supported by using the hand crank and the pump in question was replaced with a backup pump quickly. The procedure was completed successfully and the patient was transferred to the ICU in stable condition. No harm to any person was reported. Complaint ID: (B)(4).